Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor have diagnostics anomaly. Upon review of the electrograms, the device had multiple strips labels atrial fibrillation which were all sinus rhythm. The patient¿s sinus rhythm was irregular in rate so they fell into the atrial fibrillation bin. Programming changes were made. The patient was stable.